Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5066115.

Event description:
It was reported that the patient was experiencing high impedance on the leads. The patient underwent leads replacement procedure and was doing well postoperatively. The explanted products were disposed by the facility.